Event description:
It was reported that the device was explanted and replaced due to capture anomalies.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported capture anomaly was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the reported capture anomaly could not be determined.

Manufacturer narrative:
The reported capture anomaly was confirmed in the laboratory via review of additional information from the field. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the reported capture anomaly could not be determined.